Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The locking screw was chosen with the fibra plate, and used. It occurred that prevented locking event. Because there might be a problem with the screw, opened a new screw of the same size. However, because could not lock it, it was not used for this screw hole, and the operation ended.

Manufacturer narrative:
The reported event that locking screw, t10, 3.5x18mm was alleged of 'no locking effect' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much applied mechanical force during screw insertion / final tightening. The device inspection revealed the following: a close up of the returned screw, done by the microscope, shows the damages / deformations of the locking threads. Note that the entire lower thread is indeed completely ripped / broken off during insertion / final locking. The damages indicate that far too much force had been applied during final tightening. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The locking screw was chosen with the fibra plate, and used. It occurred that prevented locking event. Because there might be a problem with the screw, opened a new screw of the same size. However, because could not lock it, it was not used for this screw hole, and the operation ended.